Event description:
The customer's parent called and reported the insulin pump indicated the system was reset, and all settings were completely lost. Customer's blood glucose was 202 mg/dl. The battery had been changed out, however customer stated they did not use the clear settings feature in the menu. A reset alarm was in the history. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Cleared device settings and reset alarms were noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.